Event description:
Pt was found to have a skin wound after use of the prone view pillow during a prolonged surgery (approx 9 1/2 hours). The wound was not evident until the day after surgery.

Manufacturer narrative:
We are the distributor of this device. The MFR is dupaco inc, (B)(4). This complaint will be forwarded to the MFR for analysis.